Event description:
Reportedly, for a patient an unexpected battery depletion occurred. Rrt detected on (B)(6) 2024.

Manufacturer narrative:
Please refer to the attached analysis report - analysis of the available patient files revealed an abnormal battery depletion - the expertise of the returned ICD didn¿t reveal over-consumption. - the root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Manufacturer narrative:
Correction of UDI (field d4) please refer to the attached analysis report analysis of the available patient files revealed an abnormal battery depletion - the expertise of the returned ICD didn¿t reveal over-consumption. - the battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster).

Event description:
Reportedly, for a patient an unexpected battery depletion occurred. Rrt detected on (B)(6) 2024.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, for a patient an unexpected battery depletion occurred. Rrt detected on (B)(6) 2024.